Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements of 1834 ohms. The impedance was 850 ohms 8 months ago. The pacing thresholds are 4v @.5 ms which is up from .4 @.6 ms. The measured r-wave is 10.5 mv and the shock impedance is 55 ohms, up from 48 ohms. There is no noise on the stored episodes. Boston scientific received subsequent information that the impedance and threshold measurements continued to elevate. The lead was subsequently abandoned.